Manufacturer narrative:
(B)(4). Method: only the inspiratory limb of the complaint rt330 infant optiflow circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The heater wire of the inspiratory limb was resistance tested with a calibrated multimeter and the inspiratory limb was performance tested for two days (6 hours per day) to check for any excessive condensation. Results: the resistance test showed that the heater wire was within specification. The performance test revealed no condensation in the inspiratory limb during the two days test. A lot check revealed no similar complaints for lot date 130723. Conclusion: no fault was found with the returned inspiratory limb. We are unable to determine what may have caused the problem experienced by the customer. However, it is possible that the reported condensate was influenced by environmental conditions, such as the ambient temperature. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by a number of multiple set up and environmental factors. The user instructions supplied with the rt330 infant optiflow circuit state the following: -"patient monitoring is recommended" -"do not cover the circuit with material such as blankets, towels or bed linen."

Event description:
A hospital in (B)(6) reported that they noticed excessive condensation in the rt330 infant optiflow circuit inspiratory limb during use. They further reported that upon changing the circuit the problem was resolved. No patient consequence reported.